Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. The implant date for both the ins and the extension was updated. The serial number of the ins was updated. No further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Electrode impedances were reported (see below). C & 0: 2881, c & 1: 2308, c & 2: 20772, c & 3: 2323, 0 & 1: 4345, 0 & 2: 24899, 0 & 3: 4892, 1 & 2: 23237, 1 & 3: 4359, 2 & 3: 23066.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), explanted: (B)(6) 2018, ubd: 27-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that a part of the patient's dbs circuit (probably #2) had high impedance of about 20,000 ohms. The adaptor was replaced and the issue improved. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The extension (serial number: (B)(4)) body conductor was broken less than 5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.